Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system, implanted with a non-boston scientific rv lead, inappropriately delivered six bursts of anti-tachycardia pacing (atp) and three shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, rv lead fracture was suspected due to high out-of-range pace impedance measurements greater than 3,000 ohms since (B)(6) 2024. There was some lead noise consistent with the out-of-range pace impedance measurements and rv non-capture at maximum outputs. The field representative will discuss next steps with the nurse and physician. This ICD system remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system, implanted with a non boston scientific rv lead, inappropriately delivered six bursts of anti-tachycardia pacing (atp) and three shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, rv lead fracture was suspected due to high out-of-range pace impedance measurements greater than 3,000 ohms since (B)(6) 2024. There was some lead noise consistent with the out-of-range pace impedance measurements and rv non-capture at maximum outputs. The field representative will discuss next steps with the nurse and physician. This ICD system remains in service at this time. No additional adverse patient effects were reported. Additional information received reported that this ICD system was programmed to aair at a lower rate of 70 beats per minute (bpm), and the patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.